Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon ruptured at low pressure in the lesion and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon ruptured at low pressure in the lesion and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.